Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient needed a lumbar scan. The impedances were measured and as follows: case <(>&<)> 3 at 2,306, 0 <(>&<)> 3 at 3,089, 1 <(>&<)> 3 at 3,846, and 2 <(>&<)> 3 at 2,868 ohms. The unipolar impedance was greater than 2,000 ohms and showed out of range (oor). The rep believed the impedances were tested at 3.0 volts and the patient was programmed on 1- <(>&<)> 0+. There were no associated symptoms. The patient¿s indication(s) for use were unknown.